Manufacturer narrative:
Manufacturer's investigation conclusions: although the reported observation was confirmed, the evaluation did not confirm a manufacturing issue with the returned vectra graft. It was initially reported that there was concern that the unreinforced length on one end of the graft was too long at 7mm. Later, it was reported that there was concern the opposite end of the graft had no unreinforced length. The issue was noted during graft preparation and it was reported that there was no patient involvement or effect on patient care. The graft was returned in the original packaging and several areas of the outer surface were stained with blood. The graft measured 39cm in total length. The unreinforced length on one end of the graft was measured to be 7mm, consistent with what was initially reported. The unreinforced length on the opposite end measured 3mm. The graft was within design, manufacturing, and quality assurance specifications. Additionally, review of the manufacturing documentation for the vectra graft lot found no deviations from manufacturing or qa specifications, visual and dimensional inspection. The vectra vascular access graft instructions for use addresses graft preparation and implantation. The document states that, when performing the anastomoses, trim the graft to a length approximately 0.5 to 1.0cm shorter than the length measured. When positioning and trimming the graft, avoid those areas of less dense reinforcement, especially near the anastomotic end. The non-reinforced segment must be trimmed to allow for proper sizing of the graft. Review of the device history records (production order # (B)(4)) showed no deviations from manufacturing or qa specifications, visual and dimensional inspection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that during preparation while attempting to perform vascular anastomosis after indwelling there were unreinforced portions at both ends of the product, but the product was only one sided. There was no reported patient involvement therefore patient care was not affected. No additional information was provided.